Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis : the returned unit passed all specific functional testing requirements, except for the lock having rotational movement. When the unit is properly positioned and put under pressure, the unit will function properly. Even though there was no movement detected, new components were installed. Root cause : evaluation found no device deficiencies that would have contributed to the reported complaint. The reported issue "movement" could not be duplicated. Probable root cause for reported complaint would be improper placement/setup of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that while positioning the patient for a posterior cervical fusion, the patient's head shifted and moved while the mayfield skull clamp (a3059) was supporting the patient. It was reported that the movement occurred at the rocker arm while the index locking knob was locked. There was no patient injury reported and delay in surgery is unknown.